Event description:
During an endoscopic saphenous vein harvesting procedure, a pt reportedly suffered a gas embolism. After the physician assistant had harvested the vein, the p.a. Wanted more "length". Through an open incision in the groin, the vein was dissected to get more length. At that point, the vein was accidently punctured and co2 entered the circulatory system and collected in the heart. No additional vessels were reported to be damaged or punctured. No product malfunctions occurred and no dissatisfaction with the devices was reported. The physician commented that the pt's chest had not yet been opened when the event occurred. When the gas embolism was suspected, the pt was placed in a trendelenburg position, the chest was opened, and cardiopulmonary bypass instituted. The physician mentioned that the pt became hypotensive and that the central venous pressure (cvp) measured low, but the exact measurement is unk. The procedure was completed, the pt was intubated and placed on a ventilator (pt unconscious).